Event description:
Patient reports they made a mistake and broke machine that she gets her ohtuvayre administered from. The machine for the med dropped on the floor and not working anymore. Unknown if dose was missed. Unknown if patient experienced an adverse event. Unknown if defective prescription is available for return. Unknown if doctor is aware. No further info reported.